Manufacturer narrative:
The reported disassembly of the td ost pin was duplicated by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.

Event description:
It was reported that prior to a surgical procedure at the user facility the td ost pin of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a surgical procedure at the user facility the td ost pin of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.